Manufacturer narrative:
H6: investigation summary: return samples do not apply; this complaint was initiated based on internal testing of the product, performed by bd. To investigate the complaint, a retained sample of the lot was tested, per the product package insert, with multiple lots of listeria o antigen type 1 (slide), one of the qc antigens for the product, also manufactured at bd grayson. The retained vial of antiserum demonstrated negative reactions at 2 minutes with these qc antigen lots. To further investigate the issue, the antiserum was also tested with several cultures representing listeria monocytogenes type 1 (type 1/2a and type 1/2b culture strains were used in this testing). Reactions observed with the cultures tested ranged from negative to 3+. The complaint was confirmed based on these results. The batch history record for the lot was reviewed and found satisfactory; no quality notifications were issued for this batch. The complaint was confirmed. CAPA initiation determination (cid) (B)(4) was completed on 02/08/2021. Based on the cid, the team decision was to initiate a CAPA. H3 other text : see h10.

Event description:
It was reported during bench testing with bd difco¿; listeria o antiserum poly serotypes 1, 4 a weak reaction was observed with 4 vials. Results were not reported there was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during bench testing with bd difco¿; listeria o antiserum poly serotypes 1, 4 a weak reaction was observed with 4 vials. Results were not reported there was no report of patient impact.